Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary attune total knee implanted due to osteoarthritis of the left knee. The patella was resurfaced, and depuy cement x 1 was utilized. There were no surgical or postoperative complications reported. Revision of the left knee due to loosening of the tibial tray. Intraoperatively, the surgeons found loosening of the tibial tray and femoral component at the implant to bone interface as evidenced by fibrous ingrowth and easy removal. The patellar component was well-fixed but revised. There was no reported product problem with the revised tibial insert. The procedure was completed without complications and the patient was revised with depuy components and depuy cement x2. Doi: (B)(6) 2018; dor: (B)(6) 2019; left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch:null. Device history review:null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.